Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active (B)(4) and (B)(6) customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.

Event description:
The customer stated that the cell-dyn (B)(4) analyzer generated a shear valve position error which was replaced in order to resolve the issue. No impact to patient management reported.